Manufacturer narrative:
Initial report sent: 11/18/2008.

Event description:
Procedure type: lap total gastrectomy. According to the reporter: the device could not be inserted into the cavity because it was stuck. Procedure was changed to laparotomy and the device could be inserted and attached to the anvil. No delay to operating time, no tissue damage and no bleeding occurred as a result. No patient details are available.